Event description:
It was reported that during use with 3 bd microlance 3 needles coring occurs. The following information was provided by the initial reporter: coring when using the needle in preparation

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution? Yes. D10: returned to manufacturer on: 25-sep-2023 h6: investigation summary a device history record review was completed for provided material number 304622 and lot number 221208. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) sample belonging to material 304622 was returned for evaluation by our quality team. The needle was used to puncture a vial provided by the customer. After puncturing the vial, liquid was drawn up and expelled. The liquid was inspected and no stopper particles were identified to confirm coring. The needle was microscopically examined and no signs of bevel damage were found. Based on the preventive measures in place, it is unlikely that coring resulted from poor or insufficient de-burring of the cannula. Material 304622 has a short bevel and should penetrate the vial stopper at a ninety-degree angle to reduce the risk of coring. H3 other text : see h10

Event description:
It was reported that during use with 3 bd microlance 3 needles coring occurs. The following information was provided by the initial reporter: coring when using the needle in preparation.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.